Event description:
Not cold enough. Probe frosted during the test, not in the patient. Probe was not used due to temperature and frosting.

Manufacturer narrative:
Malfunction occurred during pre-testing. No patient contact and no injury reported. Evaluation of the returned product revealed a vacuum failure.